Event description:
Later, patient confirmed the event of capsular contracture and rupture is related to the contralateral side. Later, healthcare professional reported "capsular contracture baker grade ii". Un-reporting record.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported unknown side "capsular contracture baker grade unknown and intracapsular device rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.